Event description:
Plaintiff reports initial bilateral implantation 2/28/79 with explant 2/25/87. Plaintiff adopts the master petition filed in cause no. 92-16550; in re: master silicone breast implant file.